Event description:
On 2/25/92 patient complained of extreme pain in left eye (5 days post op). Found to have hyphema. On 3/16/92, patient still complaining of pain as well as visual acuity decreasing. Diagnosis: hypopyon. Surgery was performed on 3/17/92 after patient had test to determine if infection was present. Patient had seven surgeries (ac tap & vitrectomy) from 3/17/92 to 3/27/92. Was subsequently diagnosed asz endophthalmitis (late). Adverse reaction was not a result of the iol. All visual function lost result of endophthalmitisdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.